Event description:
Per the clinic, the patient experienced an inflammation and seroma around the receiver/stimulator. The patient underwent a revision surgery to drain the area under general anesthesia on (B)(6) 2026. The patint was also administered with oral antibiotics and steroids for two round courses over four months (specific date not reported).